Event description:
It was reported that low sensing was observed on the right ventricular (rv) lead. Upon investigation, the rv lead was observed to be dislodged from the implant position. The physician attempted to reposition the lead, however, the helix was unable to retract or extend. The rv lead was explanted and replaced to resolve the event and the patient was in stable condition. No malfunction was alleged against the rv lead.